Event description:
It was reported that a non-dehp t-type catheter extension set leaked; further described as "a separation in the connection of the two lines¿ (tubing to y-junction). The issue was discovered during patient use. Approximately 5ml of trastuzumab leaked onto a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a separation between tubing and y- junction. Due to the nature of the sample no further testing could be performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.